Event description:
A malfunction alarm labeled "malf 12" was reported. It caused the customer's blood glucose level to rise to 505 mg/dl. The customer managed the situation by administering a correction injection via multiple daily injections without needing third-party assistance. Technical support guided the customer on how to reset the pump, which resolved the issue, and instructed to resume using the pump and contact them if the problem reoccurs.